Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In a guidance document for the rex/ future knee project, surgeon reported the following regarding an x-ray, left knee: the x-ray below is an ap view of a size 1 triathlon ps femur two weeks postoperatively. You can easily see that the femur has collapsed into varus. You can clearly see the bone edge, which would represent the level of the original distal resection extending down to the distal edge of the medial femoral condyle. That¿s a collapse of 9 mm¿s.

Event description:
In a guidance document for the rex/ future knee project, surgeon reported the following regarding an x-ray, left knee: the x-ray below is an ap view of a size 1 triathlon ps femur two weeks postoperatively. You can easily see that the femur has collapsed into varus. You can clearly see the bone edge, which would represent the level of the original distal resection extending down to the distal edge of the medial femoral condyle. That¿s a collapse of 9 mm¿s.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records with a clinical consultant indicated "the ap tka x-ray shows a cemented tka. The tibial component is in anatomic position. The femoral component has subsided in to varus positioning with loss of mechanical alignment of the lower extremity. Loss of anatomic positioning of the femoral component is confirmed. The root cause of loss of alignment and fixation cannot be determined from the limited documentation provided. It should be noted however, that the x-rays show evidence of osteopenia which could be a contributing factor." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated "the ap tka x-ray shows a cemented tka. The tibial component is in anatomic position. The femoral component has subsided in to varus positioning with loss of mechanical alignment of the lower extremity. Loss of anatomic positioning of the femoral component is confirmed. The root cause of loss of alignment and fixation cannot be determined from the limited documentation provided. It should be noted however, that the x-rays show evidence of osteopenia which could be a contributing factor." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.